Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed through visual inspection. The downstream occlusion (dso) seal was delaminated, battery compartment damaged, and upstream occlusion (uso) seal was delaminated. The cause of the damage is unknown. Replaced dso seal, battery compartment, and uso seal to correct the issue. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a damaged downstream occlusion (dso) seal and lightly damaged battery compartment latch. There was no patient involvement.